Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient's garment was too tight and he developed an abrasion. The patient was issued a larger garment size. Follow up indicated that the area healed over, but the 'skin peeld over and left the appearance of a burn mark'.